Event description:
A physician reported that an issue with infusion cannula whose tip was loose at the time of opening and irrigation failure occurred, additionally the tip of the infusion cannula also broke during the surgery. The procedure type was unknown. The surgery was completed on same day after replacement of product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).